Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of doxorubicin which was connected to a patient's central line was noted to have a crack and leaked approximately 1.5 mls on the floor from where the tubing connects to the smartsite connector. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in no leaking at any of the female and male luer connections. All mating devices were disconnected and no cracks were observed on any of the components. The extension set's luers were dimensionally tested and found to be within specification. The root cause of the customer¿s report was not identified.